Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed a reset screen after being turned on for the first time by the customer. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had not began using the pump for insulin therapy.